Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to confirm other alarms due to the motor error alarm.

Event description:
The customer reported a motor error alarm during the rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump would need to be replaced. Nothing further was reported.